Event description:
The customer reported the gastrointestinal videoscope was possibly reprocessed incorrectly. The scope was reprocessed in an automatic endoscope reprocessor with a water filter that had not been properly replaced. The issue was found during the reprocessing. There was no procedure involved. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Patient identifiers:(B)(6) was capture the events where scopes were potentially incorrectly reprocessed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The likely cause of the defect was a deviation from the indication for use (IFU) since replacement of the water filter had not been replaced by the frequency recommended in the IFU, which was at least once a month. A definitive root cause of why the water filter was not changed was not determined. The subject event can be prevented by implementing in accordance with the below description in the oer-4 operation manual. [7.2 replacing the water filter (maj-824)] - replace the water filter periodically, at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.